Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: comparative study of 3830 active-fixation lead and traditional active-fixation lead.(chin heart journal. 2017,29( 2). 10. 13191 /j. Chj. 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports patients experienced lead dislodgement, infection, high pacing impedance, pocket hematoma, pocket ischemia and pulmonary embolism with one lead model. Additionally patients experienced lead dislodgement, poor sensing, and pocket hematoma while implanted with the other lead model. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.